Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110-02 (B)(4). Description: precision implantable pulse generator (ipg) model# sc-2352-70 (B)(4). Description: linear 3-4 lead 70cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient was experiencing pain and swelling at the lead site, located in the neck. Upon assessment, the physician chose to explant the patient's precision system as there were signs of an infection. The patient was placed on IV antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient was experiencing pain and swelling at the lead site, located in the neck. Upon assessment, the physician chose to explant the patient's precision system as there were signs of an infection. The patient was placed on IV antibiotics and is reportedly doing well following the procedure.